Event description:
While at the hosp for a regular visit, the pt started to feel ill. Her blood glucose level was elevated so she gave herself several boluses and tried to rest. At 1:00 pm she was admitted to the hosp. While there she noticed that her infusion set was leaking. She did not remember where it was leaking and disposed of the set. She finally was given 10 units of humalog and released. Her blood glucose level returned to normal that evening.